Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 8.9 mmol/ l at the time of the incident. The customer reported that the sensor electrodes were missing when they were removed. The customer reported that it happened twice in total and that sensors don't seem to load properly in the serter. The customer was assisted with load and release of serter and customer said it seemed fine. The sensor will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.